Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 9, 2013 to december 10, 2013. Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed in the housing of the device. The cause of the leak was due to the film wrap missing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the missing film wrap is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had solution leak into its housing from an unknown location. This occurred while the device was being filled with saline (non-baxter product) without the use of a filter. The reporter stated that there was no sign of a ruptured bladder and the bladder was not being inflated. There was no patient involvement. No additional information is available.